Event description:
It was reported via a medwatch form that following a pelvic floor prolapse repair, the pt got very sick and was admitted to the hospital with a fever and infection. Her blood pressure dropped and her kidneys stopped working for 12 hours due to sepsis. The pt recovered and was released from the hospital. The pt had to return to her doctor because of continued bleeding and pain. The doctor found that the mesh had eroded through the pts vaginal wall. The pt had to have surgery to remove part of the mesh and has also reported that she suffers from continued pain.

Manufacturer narrative:
The device remains implanted. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).